Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. No failed battery alarm noted. All operating currents are within specification. Pump passed self test. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test and a button error alarm. The customer did not recall any significant events leading up to the error alarms. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.